Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that there was a debris in the cassette. The event occurred at the clinic during set up, and there was no patient involvement.

Manufacturer narrative:
D9: 28-mar-2025. H3: the device history record of reported lot number: 6037687 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Eight used samples from lot #6037687 were received for evaluation. As received, embedded particulates were observed on the outer box of the cassette and internal bag, outside the fluid path. No loose particles were identified inside the fluid path. Three of the returned units had material embedded in the internal bag, with the remaining units having material embedded in the cassette wall. The most probable cause of the embedded material is burnt material embedded in the wall during the molding process in tijuana. Additionally, the embedded material is not in the fluid path and does not affect the functionality of the device.